Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with mentor siltex round moderate profile 275cc breast implants which the right side deflated after implantation. Patient felt flat. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number shpx-380, serial number (B)(4), and right replaced with catalog number shpx-380, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary completed on 2/25/2019: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device and yellow material was observed on the shell surface. During evaluation the device appeared intact. No other anomalies were observed. Deflation complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no root cause since no issues/damages were observed.a manufacturing record evaluation (mre) was performed for the finished device number 5551018, and no non-conformances related to the reported complaint condition were identified. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).